Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic lobectomy, there was poor staple formation and that the staple line was incomplete distally. The staple line was over-sewn to fix the issue. The surgical time was extended for 30 minutes or more.